Event description:
Information was received from a consumer via manufacturer's representative (rep) regarding an implantable neurostimulator (ins).the reason for call was caller stated that patient was replaced with 97715 in (B)(6) 2020 and in the or, impedances were slightly elevated - around 1000-2000 but not "high". Caller stated that at 2 week post-op appointment following replacement when ins was turned on for the first time, patient felt just a small amount of sensation. Since then, caller has met with patient several times for reprogramming and impedances have continued to increase and patient is not receiving any pain relief. In office today, caller has almost maxed out the amplitude and patient is still feeling no stim whatsoever. Caller read impedances and range was from around 2700-9000 ohms with most pairs around 3000-6500 ohms. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller was redirected to that likely lead, extension and pocket adaptor will all need to be replaced. Tss reviewed since reprogramming has been unsuccessful, there isn't anything further that can be done as impedances with a chronic system like this aren't going to resolve on their own. Tss reviewed x-rays could be done to attempt to locate any fractures of problematic component but even so, wi th the products available today, if one component is problematic, everything (besides the ins)would need to be removed and start over. Additional information received. Rep reported no further actions at this time. No known cause of impedance. Provider has been notified and will follow up with the provider additional information was received from the manufacturer representative (rep). It was reported that there were high impedances. A loss of stimulation and a return of pain was noted. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.